Event description:
Prosurg cutting loop- 27f was placed in resectoscope. Loop fell apart - piece of loop became stuck in resectoscope and had to be sent out for repair. No harm to patient. Device is distributed by: (B)(4).